Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device delivered anti-tachycardia pacing (atp) and ventricular shock to treat ventricular arrhythmia. Second burst of atp accelerated the rhythm from ventricular tachycardia (vt) zone to ventricular fibrillation (vf) zone. The 41 joule shock successfully converted the rhythm. Currently, this device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.